Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: real-world outcomes of leadless pacemaker implantation after transvenous lead removal for infected cardiac impla ntable electronic devices in the united states. The american journal of cardiology. 2025. 253:10-13. Doi: 10.1016/j.amjcard.2025.05.035. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation after transvenous lead removal (tlr) due to cardiac implantable electronic device (cied) infection. The authors studied leadless ipg implant outcomes after lead removal and de-novo leadless implants. They described patient deaths in both groups; however, the causes of death were unknown and described as in-hospital mortality. After the implant of a leadless ipg, there were patients who experienced device thrombus, cardiac arrest, pericardial effusion which required pericardiocentesis, cardiogenic shock, arteriovenous fistula, pseudoaneurysm, access site hematoma, retroperitoneal bleeds, or hospital readmissions due to infective endocarditis. There were devices which exhibited dislodgments which required repositioning or removal of the device. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.